Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 11/02/2015. Medtronic investigation of returned suspect device finds that the computer booted and launched cranial application with no problem. Left application running over the weekend and was still responsive and functioning properly afterward. Computer then passed all testing with no problem found. Device found to be fully functional. 11/03/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 11/12/2015 a medtronic representative, following-up at the site, reported that there had been no reoccurrences and the navigation system is functioning normally.

Event description:
A medtronic representative received a report from a site that their navigation system was brought into the room and cranial software launched prior to the start of a procedure. When the site was attempting to verify their instruments, the software exited unexpectedly and the user was brought back to application launch screen. They were able to re-launch the software and move forward. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device was returned to the manufacturer. The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.